Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to bootup. A review of the system logfile showed that the host-pc could not connect to the flexvision-pc, which confirmed the malfunctioning of the flexvision-pc. As a troubleshooting step, the rse rebooted the system multiple times, but the issue was not resolved. The fse visited onsite and upon functional testing, the fse determined that the problem was due to the flexvision pc not communicating with the system. Additionally, the service software was unable to communicate with the pc and swapping the disk bays did not resolve the issue. The defective flexvision-pc was returned for analysis, and it confirmed motherboard or power supply issue. To resolve the reported issue, the fse replaced the flexvision-pc, hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.